Manufacturer narrative:
Device data was sent in for engineering analysis to determine if device replacement was recommended during the lead revulsion procedure. Analysis confirmed there were no resets or abnormal alerts. The device appeared to be functioning properly and could be considered to remain implanted. A revision procedure was performed. Prior to being replaced, a 1.1 joule (j) shock was delivered. An alert was received indicating an 'open circuit.' Measurements of the shock impedances were all greater than 200 ohms. All other measurements within normal limits and stable. The lead was removed from the device header. Upon an attempt to reconnect the lead to the device, it was identified that the setscrew seal plug was detached from the device header. The lead was connected to a new device and all measurements were within normal limits. A 1.1 j shock was again delivered with normal shock impedance measurements between 41 to 60 ohms. It was also verified that the terminal pin was properly inserted into the device header. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment, it was identified that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high shock impedance measurements greater than 200 ohms. A conductor fracture was reported. The lead planned to be revised at a later date. No adverse patient effects were reported.

Manufacturer narrative:
Additional device analysis was subsequently performed which identified a saturated high shocking lead impedance measurement was recorded on (B)(6) 2018. Shock impedance tests while manipulating the header were performed and noted intermittent shock impedances values. A real time x-ray identified a fractured header wire. The fracture was located on the right atrial coil electrode (rac) header wire, which was most likely the result of the clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified electrocautery markings on the device case. The seal plug on the device was loose and the set screw was missing. Review of device memory found that two alerts (including a shorted lead code) were recorded on (B)(6) 2018 due to an open condition. Damage to the device circuitry was confirmed, due to the use of electrocautery at explant.